Manufacturer narrative:
An intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the customer reported complaint was confirmed. The camera head was out of alignment and needed to be adjusted.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The camera cable was analyzed and found to have no issue. The camera cable was installed into a printed circuit assembly (pca) test system. The system powered on without any issue/error. The camera cable passed the white balance test and 3d calibration. The video image was fine in both eyes. Additionally, ten power cycles were performed with no issue. There was no trouble found with this camera cable.

Manufacturer narrative:
Based on the claim against the product by the customer noting no light output, an investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reviewed the system log and identified errors 45310 (camera video error) and 48224 (camera button issue). The fse tested the illuminator and noted that it could be turned on at the vision side cart (vsc) touchscreen but not from the camera head button. The system generated error code 45310, and the white balance test failed at the time of the event. The error was resolved, and the white balance test passed after the fse reconnected the camera cable that was connected to the camera head. The fse noted that the issue might be related to the camera head and/or camera cable. The fse replaced the camera head and camera cable to resolve the reported problem. The system was tested and verified as ready for use. Isi received the camera cable and pending failure analysis; however, isi has not received the camera head for the failure analysis. A supplemental MDR will be submitted if any additional information is received. This complaint is reportable malfunction due to the following conclusion: it was alleged that the illuminator had no light output when performing a white balance and the procedure was converted to laparoscopy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the illuminator had no light output when performing a white balance. The system initially powered on without any issues. The customer was unable to perform troubleshooting at the time of the call. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the procedure was converted to laparoscopy. The procedure conversion did not result in increasing port size incision or adding additional ports. It was confirmed that there was no patient harm, injury or adverse outcome.